Manufacturer narrative:
Visual inspection performed by r&d project manager: from the visual inspection, the trial keel puncher seems to be suitable for its intended use. The puncher is compatible with standard ones on stock. In case of sclerotic bone it is recommended to prepare the keel wings by using of oscillating saw before to impact the trial keel puncher.

Manufacturer narrative:
Batch review performed on 08 april 2019: lot 1656871: (B)(4) items manufactured and released on 10-oct-2017. No anomalies found related to the problem. To date, no similar event has ever been reported on this lot. Clinical evaluation performed by medical affairs director: intraoperative tibial fracture in a (B)(6) year old woman. Intraoperative fractures mainly depend on bone quality and mechanical properties. In this case, sclerotic bone was reported, which has probably created a higher-risk condition. The report does not mention a defect of the devices being detected.

Event description:
During tibial keel preparation a tibial plateau fracture has occurred, described as vertical pattern of fracture from posterior cortex to anterior one. Treated with 2 screws fixation and tibial stem. The surgeon thinks that this is combination of sclerotic bone and blunt puncher.